Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received emergency medical assistance on (B)(6) 2019 with a blood glucose below 40 mg/dl at the time of the incident. The customer was at work when the incident occurred. The customer stated that the keypad overlay came off and the buttons were not responding well. The insulin pump was not completing the priming process as well. The customer experienced symptoms such as sweating. The customer was wearing the insulin pump during the incident. The customer was taken to the emergency room and treated. Troubleshooting was declined. The insulin pump will be returned for analysis.